Manufacturer narrative:
Product complaint # (B)(4) this is a combination product, and the event has been reviewed for both the suture and the triclosan. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. D4: UDI: as the catalog/model number was not provided, the (01)gtin is not available. H6 component code: g07002 device not returned to date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested, and the following was obtained: product name: 2/0 stratafix pds spiral plus product code : unknown lot/batch/exp: unknown could you tell me if there was a prescription for steroids or antibiotics for the patient's recovery? If yes, please provide medication name, route and dose. Intra op IV dexamethasone injection 6.6mg + IV flucloxacillin injection 2g + gentamicin 80mg/2ml injection 240mg IV was there any medical or surgical intervention performed (product removed; re-operation; re-suturing; re-closure; drainage)? If so, please specify. No if product was removed: what was the appearance of the suture during the removal? Long and intact, under the scar, several episodes of attendance to remove all. If re-suture/re-closure was performed: was reoperation necessary to remove the suture and re-close the wound? No was the suture trimmed in physician?s office? No was the suture removed in a routine post-op procedure? No was the suture removed in a reoperation procedure? No what is the current status of the patient? No issues could you kindly provide the product code and lot number, please? No attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Please provide the patient's demographic information including age, gender, weight, bmi at the time of index procedure date of index surgical procedure? What was the initial approach for the index surgical procedure? (Open, laparoscopic or other)? On what tissue was the suture used? What was the tissue condition (normal, thin, calcified, fragile, diseased)? How was the suture placed (interrupted or continuous)? Was the fixation loop secured to tissue at the initiation of suture use during the index procedure? Was at least one reverse stitch performed prior to closure? Please describe any medical/surgical intervention required for this suture event including dates and results. What is meant by ¿several episodes of attendance to remove all.¿ please explain. Was any treatment given to the patient for the abscess? If yes, please provide. Did the patient have an infection? Were there any pre-existing signs/symptoms of active infection prior to this surgical procedure? Did the patient receive any prophylactic antibiotics pre-, intra- or post-operation? Were cultures performed? If so, please provide the results. Were any pre-op cleansing procedures changed recently? If yes, please describe. Did the operating surgeon observe any suture deficiency or anomaly before, during, after the suture placement or during any re-operation? Other relevant patient history/concomitant medications? What is the physician¿s opinion as to the etiology of or contributing factors to this event? What is the patient's current status? Product code and lot number? Are there any photos available? Surgeon¿s name?

Event description:
It was reported that a patient underwent a total knee replacement on an unknown date and a barbed suture was used. Post-op, between 4 to 6 weeks after the procedure, the patient experienced a stitch abscess. Additional information was requested.